Manufacturer narrative:
It was reported that during a patient resuscitation event the swivel piece of the mask bag resuscitator broke off. The reported product issue occurred at the start of this event. A new mask bag resuscitator was obtained and the patient resuscitation event continued without further incident. The facility stated there was no impact or delay to the patient resuscitation event. There was no adverse effect noted or impact to the patient's stability. There was no change to the patient's plan of care. No serious injury, follow-up care, or medical intervention was reported. The sample was reportedly discarded and was not returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that during a patient resuscitation event the swivel piece of the mask bag resuscitator broke off.